Manufacturer narrative:
Concomitant medical products: product ID: unknown .catheter (model 8709 or 8731) lot# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: unknown, catheter (model 8709 or 8731), serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign patient via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that the catheter was replaced. The reason for replacement remained uncertain. During replacement it was noted that there was a change in the texture of the catheter surface. No external factors were known. No information about diagnostics/troubleshooting was available. The catheter was discarded by the customer and would not be returned. At the time of the report the issue was resolved and the patient status was alive with no injury. No further complications were reported or anticipated.